Event description:
It was reported that low power alarms began at 10:15pm on (B)(6) 2024 which turned into no external power alarms at 1:07am on (B)(6) 2024 following depletion of the patient's batteries. The system controller and pump shut off at 3:16am following the depletion of the emergency backup battery (ebb). It appeared as though the patient was sleeping on batteries for the duration of the event and periodic history prior to these events. The patient's physician received a call at 06:49am on (B)(6) 2024 stating that the patient had recurrent ventricular fibrillation (vf) and multiple implantable cardioverter defibrillator (ICD) shocks. It was believed there were more than 200 antitachycardia pacing (atp) attempts and 8 shocks for vf. The physician was unable to reach the patient by phone. Emergency medical services found the patient in their bed with both batteries attached to the system controller. The driveline was attached to the system controller and the batteries were in the patient's consolidated bag. The patient was found asystolic, cold, and rigorous, and was pronounced on the scene. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome and reported arrythmia could not be conclusively determined through this evaluation. Provided information indicated that the patient was found deceased in their home and that the patient's physician received a call that the patient's ICD had fired multiple times resulting in the wellness check that found the patient. Log files from the system controller did not reveal any issues that could be correlated to the patient's outcome. Multiple attempts were made to gather more information regarding the reported event, to date no response has been received. A root cause for the reported events were unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU lists cardiac arrhythmia and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. No further information was provided. The manufacturer is closing the file on this event.